Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had corail with pinnacle cup and then patients corail stem subsided, surgeon went back on (B)(6) 2017 and tried to extract stem but unable and put following head on for more length. It was also reported that the patient broke the tip of corail stem and the surgeon sent the patient to hospital for revision. It was stated that the surgeon kept cup. Update oct 9, 2017 records reviewed. It was noted that a revision event occurred on (B)(6) 2017, involving stem subsidence. The subsidence product harm was removed from this complaint, and the creation of a new complaint to address the subsidence was initiated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.